Manufacturer narrative:
Gtin number: unknown since the serial number was not provided.

Event description:
On (B)(6) 2010, a mitral valve replacement was performed and this 29 mm sjm epic mitral tissue valve was implanted. Approximately six years postoperatively, the patient presented with symptoms of breathlessness. On (B)(6) 2016, the valve was explanted due to calcification. A 27 mm sjm masters series valve was implanted. The patient was reported to be recovering.

Manufacturer narrative:
(B)(4). The results of this investigation concluded tearing was observed in all three cusps and thinning was observed in the tissue at the base of all three cusps. Microscopic calcifications were found in all three cusps. No inflammation was observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the tears, tissue thinning, and calcifications was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.